Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of over 400 mg/dl and current blood glucose value was 200 mg/dl. Customer reported that they did not use auto mode feature. The customer was treated with intravenous insulin drip. The insulin pump will not be returned for analysis.